Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("l essure coil perforating into left ovary"), uterine perforation ("uterine perforation/malposition of essure device location of device: uterus,/perforation (uterus/ perforation (other): location of the perforation: in the middle of uterus"), embedded device ("malposition of the essure inserts/migrations of the essure device/essure coil lightly embedded in pelvis"), fallopian tube perforation ("fallopian tube perforation"), salpingitis ("chronic inflammation of mucosa and lamina propria of right fallopian tube"), genital haemorrhage ("heavy bleeding") and surgery ("surgery (other),") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, hydrosalpinx, dysfunctional uterine haemorrhage and neoplasm. Essure confirmation test: yes. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"), 13 days after insertion of essure. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses"), menstrual disorder ("abnormal menses"), dysmenorrhoea ("severe abnormal menstrual pain"), abdominal pain lower ("abdominal cramping/ severe lower abdominal pain"), back pain ("back pain"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in mouth,"), rash ("rashes"), pruritus ("itching,"), vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal"), fatigue ("fatigue,"), headache ("headaches,"), infection ("infection other),"), cystitis ("infection (bladder/ urinary or changes,"), urinary tract disorder ("infection (bladder/ urinary or changes,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal"), migraine ("migraines") and abdominal pain ("abdomen pain") and underwent surgery (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the ovarian perforation, uterine perforation, embedded device, fallopian tube perforation, genital haemorrhage, surgery, menorrhagia, menstrual disorder, dysmenorrhoea, abdominal pain lower, back pain, weight fluctuation, dyspareunia, alopecia, dysgeusia, rash, pruritus, vaginal infection, fatigue, headache, infection, cystitis, urinary tract disorder, urinary tract infection, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, ovarian perforation, pruritus, rash, salpingitis, surgery, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection and weight fluctuation to be related to essure. The reporter commented: over the next several months, sought treatment. Discrepancy in insertion date: previously reported (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: the left ovary may also have dermoid cysts. Ultrasound scan - on an unknown date: unilocular anechoic cyst of the right ovary, 6.2 cm. While this is most likely benign, given its size there is increased risk of ovarian torsion. Vascularity appears to be preserved to the right ovarian tissue. Complex ring like structure associated with the left ovary, which may represent calcified les ion. Complex cyst, dermoid cyst or dystrophic calcifications are considerations; on an unknown date: the left ovary may also have dermoid cysts. Ultrasound scan vagina - on an unknown date: suspicion for right sided hydrosalpinx. Urinary system x-ray - on an unknown date: lines/drains/medical devices: 2 linear radiopaque densities are noted overlying the left and right aspects of the sacrum compatible with essure devices. 1.8 cm rounded calcification in the right upper quadrant. Incompletely evaluated. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device dislocation, most recent follow-up information incorporated above includes: on 8-mar-2019: pfs+mr received: events infection (bladder/ urinary tract), migraines, infection (other), ovarian perforation, surgery, abdomen pain, salpingitis, bladder disorder. Event device dislocation updated to embedded device. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('l essure coil perforating into left ovary'), uterine perforation ('uterine perforation/malposition of essure device location of device: uterus,/perforation (uterus/ perforation (other): location of the perforation: in the middle of uterus'), embedded device ('malposition of the essure inserts/migrations of the essure device/essure coil lightly embedded in pelvis'), fallopian tube perforation ('fallopian tube perforation'), salpingitis ('chronic inflammation of mucosa and lamina propria of right fallopian tube') and surgery ('surgery (other)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, hydrosalpinx, dysfunctional uterine haemorrhage and neoplasm. Essure confirmation test: yes. In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse"), fatigue ("fatigue") and device allergy ("allergic to device"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and cystitis ("infection (bladder/ urinary or changes,"), 13 days after insertion of essure. In (B)(6) 2014, the patient experienced migraine ("migraines/migraine/headache") and visual impairment ("vision/eye problems"). In (B)(6) 2014, the patient experienced genital haemorrhage ("heavy bleeding/abnormal bleeding (general)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses"), menstrual disorder ("abnormal menses"), dysmenorrhoea ("severe abnormal menstrual pain"), abdominal pain lower ("abdominal cramping/ severe lower abdominal pain"), back pain ("back pain"), weight fluctuation ("weight fluctuations"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), pruritus ("itching"), vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal"), headache ("headaches"), infection ("infection other)"), urinary tract disorder ("infection (bladder/ urinary or changes)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal") and abdominal pain ("abdomen pain") and underwent surgery (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy and salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the ovarian perforation, embedded device, fallopian tube perforation, salpingitis, surgery, menorrhagia, menstrual disorder, dysmenorrhoea, back pain, weight fluctuation, dysgeusia, rash, pruritus, vaginal infection, headache, infection, urinary tract disorder, urinary tract infection and abdominal pain outcome was unknown and the uterine perforation, genital haemorrhage, abdominal pain lower, dyspareunia, alopecia, fatigue, cystitis, migraine, device allergy, weight increased and visual impairment had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, device allergy, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, ovarian perforation, pruritus, rash, salpingitis, surgery, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: over the next several months, sought treatment. Discrepancy in insertion date: previously reported (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: the left ovary may also have dermoid cysts. Ultrasound scan - on an unknown date: unilocular anechoic cyst of the right ovary, 6.2 cm. While this is most likely benign, given its size there is increased risk of ovarian torsion. Vascularity appears to be preserved to the right ovarian tissue. Complex ring like structure associated with the left ovary, which may represent calcified les ion. Complex cyst, dermoid cyst or dystrophic calcifications are considerations; on an unknown date: the left ovary may also have dermoid cysts. Ultrasound scan vagina - on an unknown date: suspicion for right sided hydrosalpinx.; in (B)(6) 2017: perforation (fallopian tube), perforation (uterus), migration of essure device. Urinary system x-ray - on an unknown date: lines/drains/medical devices: 2 linear radiopaque densities are noted overlying the left and right aspects of the sacrum compatible with essure devices. 1.8 cm rounded calcification in the right upper quadrant. Incompletely evaluated. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device dislocation, most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events were added: allergic to device, weight gain and vision/eye problems. Onset date of the events were added: uterine perforation, bladder infection, abnormal bleeding (general), migraine/headache, dyspareunia, fatigue. Outcome of the events were updated to not recovered from unknown:abnormal bleeding (general),pain during intercourse, hair loss, fatigue, , bladder infection, migraines. Reporter information and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('l essure coil perforating into left ovary'), uterine perforation ('uterine perforation/malposition of essure device location of device: uterus,/perforation (uterus/ perforation (other): location of the perforation: in the middle of uterus'), embedded device ('malposition of the essure inserts/migrations of the essure device/essure coil lightly embedded in pelvis'), fallopian tube perforation ('fallopian tube perforation'), salpingitis ('chronic inflammation of mucosa and lamina propria of right fallopian tube') and surgery ('surgery (other)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, hydrosalpinx, dysfunctional uterine haemorrhage and neoplasm. Essure confirmation test: yes. In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse"), fatigue ("fatigue") and device allergy ("allergic to device"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and cystitis ("infection (bladder/ urinary or changes,"), 13 days after insertion of essure. In (B)(6) 2014, the patient experienced migraine ("migraines/migraine/headache") and visual impairment ("vision/eye problems"). In (B)(6) 2014, the patient experienced genital haemorrhage ("heavy bleeding/abnormal bleeding (general)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses"), menstrual disorder ("abnormal menses"), dysmenorrhoea ("severe abnormal menstrual pain"), abdominal pain lower ("abdominal cramping/ severe lower abdominal pain"), back pain ("back pain"), weight fluctuation ("weight fluctuations"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), pruritus ("itching"), vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal"), headache ("headaches"), infection ("infection other)"), urinary tract disorder ("infection (bladder/ urinary or changes)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal") and abdominal pain ("abdomen pain") and underwent surgery (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy and salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the ovarian perforation, embedded device, fallopian tube perforation, salpingitis, surgery, menorrhagia, menstrual disorder, dysmenorrhoea, back pain, weight fluctuation, dysgeusia, rash, pruritus, vaginal infection, headache, infection, urinary tract disorder, urinary tract infection and abdominal pain outcome was unknown and the uterine perforation, genital haemorrhage, abdominal pain lower, dyspareunia, alopecia, fatigue, cystitis, migraine, device allergy, weight increased and visual impairment had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, device allergy, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, ovarian perforation, pruritus, rash, salpingitis, surgery, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: over the next several months, sought treatment. Discrepancy in insertion date: previously reported (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: the left ovary may also have dermoid cysts. Ultrasound scan - on an unknown date: unilocular anechoic cyst of the right ovary, 6.2 cm. While this is most likely benign, given its size there is increased risk of ovarian torsion. Vascularity appears to be preserved to the right ovarian tissue. Complex ring like structure associated with the left ovary, which may represent calcified les ion. Complex cyst, dermoid cyst or dystrophic calcifications are considerations; on an unknown date: the left ovary may also have dermoid cysts. Ultrasound scan vagina - on an unknown date: suspicion for right sided hydrosalpinx.; in (B)(6) 2017: perforation (fallopian tube), perforation (uterus), migration of essure device. Urinary system x-ray - on an unknown date: lines/drains/medical devices: 2 linear radiopaque densities are noted overlying the left and right aspects of the sacrum compatible with essure devices. 1.8 cm rounded calcification in the right upper quadrant. Incompletely evaluated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of product technical complaint . On 16-mar-2020: no new medical information was received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of ovarian perforation ('essure coil perforating into left ovary'), uterine perforation ('uterine perforation/malposition of essure device location of device: uterus/perforation (uterus/ perforation (other)). Location of the perforation: in the middle of uterus. Embedded device ('malposition of the essure inserts/migrations of the essure device/essure coil lightly embedded in pelvis'), fallopian tube perforation ('fallopian tube perforation'), salpingitis ('chronic inflammation of mucosa and lamina propria of right fallopian tube') and surgery ('surgery (other)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, hydrosalpinx, dysfunctional uterine haemorrhage and neoplasm. Essure confirmation test: yes. On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse"), fatigue ("fatigue") and device allergy ("allergic to device"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and cystitis ("infection (bladder/ urinary or changes"), 13 days after insertion of essure. On (B)(6) 2014, the patient experienced migraine ("migraines/migraine/headache") and visual impairment ("vision/eye problems"). On (B)(6) 2014, the patient experienced genital haemorrhage ("heavy bleeding/abnormal bleeding (general)"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses"), menstrual disorder ("abnormal menses"), dysmenorrhoea ("severe abnormal menstrual pain"), abdominal pain lower ("abdominal cramping/ severe lower abdominal pain"), back pain ("back pain"), weight fluctuation ("weight fluctuations"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), pruritus ("itching"), vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal"), headache ("headaches"), infection ("infection (other)"), urinary tract disorder (infection ("bladder/ urinary or changes")), urinary tract infection ("infection (bladder/ urinary tract/vaginal") and abdominal pain ("abdomen pain") and underwent surgery (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy and salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the ovarian perforation, embedded device, fallopian tube perforation, salpingitis, surgery, menorrhagia, menstrual disorder, dysmenorrhoea, back pain, weight fluctuation, dysgeusia, rash, pruritus, vaginal infection, headache, infection, urinary tract disorder, urinary tract infection and abdominal pain outcome was unknown. And the uterine perforation, genital haemorrhage, abdominal pain lower, dyspareunia, alopecia, fatigue, cystitis, migraine, device allergy, weight increased. And visual impairment had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, device allergy, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, ovarian perforation, pruritus, rash, salpingitis, surgery, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: over the next several months, sought treatment. Discrepancy in insertion date: previously reported (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging on an unknown date: the left ovary, may also have dermoid cysts. Ultrasound scan on an unknown date: unilocular anechoic cyst of the right ovary, 6.2 cm. While this is most likely, benign given its size. There is increased risk of ovarian torsion. Vascularity appears to be preserved to the right ovarian tissue. Complex ring like structure associated with the left ovary, which may represent calcified les ion. Complex cyst, dermoid cyst or dystrophic calcifications are considerations. On an unknown date: the left ovary may also have dermoid cysts. Ultrasound scan vagina on an unknown date: suspicion for right sided hydrosalpinx. On (B)(6) 2017, perforation (fallopian tube), perforation (uterus), migration of essure device. Urinary system x-ray on an unknown date: lines/drains/medical devices: 2 linear radiopaque densities are noted, overlying the left and right aspects of the sacrum compatible with essure devices. 1.8 cm rounded calcification in the right upper quadrant. Incompletely evaluated. Concerning injuries reported in this case: the following one/ones were described in patient medical records: it confirms, events as device dislocation. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events were added: allergic to device, weight gain and vision/eye problems. Onset date of the events were added: uterine perforation, bladder infection, abnormal bleeding (general), migraine/headache, dyspareunia, fatigue. Outcome of the events were updated to not recovered from unknown:abnormal bleeding (general),pain during intercourse, hair loss, fatigue, bladder infection, migraines. Reporter information and lab data were added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.